Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient complained of pump pocket site discomfort. A pump pocket revision was planned at which time the pump was to be moved to the patient¿s abdomen. The patient status at the time of the report was no injury. The device system delivered prialt. It was later reported that the revision was performed on 2013-10-07. The pump was moved from the patient¿s buttocks to the abdomen. A catheter extension was added. There was no change in therapy. The patient was satisfied. There was no inflammation of the pocket noted. It was later reported per the hcp that the patient was never on prialt. It was further reported that the patient ¿had a minute amount of dilaudid, she has never been on prialt¿. It was further reported that the pump had initially been implanted in the patient¿s back but it was sitting on a nerve. This was causing the patient more pain than what she was in before she got the pump. The pump was moved to the patient¿s abdomen. The patient then developed a small seroma of clear, non-infectious fluid that resolved within 48 hours. The patient was doing well and receiving great therapy at the time of the report.